Manufacturer narrative:
We have 4 attempts (3 telephone calls and 1 visit) to obtain further information from the clinical director at the hospital. To date, the hospital has not replied to our requests for further information or a request that they return our medical device. Given the hospital's failure to respond to our requests for further information, we do not anticipate the return of our medical devices. In view of this, we have concluded our investigation into this complaint. If our mr850 respiratory humidifier and humidification chamber is returned, we will reopen our investigation.

Event description:
A hospital in USA reported to our distributor that a fire occurred that burnt a third party breathing circuit and a fisher & paykel healthcare expiratory temperature probe and adapter. These were connected to a fisher and paykel healthcare mr850 respiratory humidifier and humidification chamber. No damage to fisher and paykel healthcare's mr850 respiratory humidifier and humidification chamber has been reported. The damage has been reported as "fire damaged the expiratory temperature probe and pigtail adapter. It also burned the circuit at the junction of the expiratory heated wire and burned the vent at the expiratory inlet." It was reported that the patient suffered no injury as a result of the incident.